Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5087546) that the following incident was reported: during a right shoulder arthroscopy, superior capsular reconstruction, the md was using an arthrex multifire scorpion device that contained a disposable needle that passes the suture through the graft. While trying to pass a suture, the scorpion needle broke off and is assumed to be broken off inside the graft tissue. The md decided graft tissue was too thick and more harm would be caused by searching for it or taking graft apart. An x-ray was performed before closure and was read by a radiologist. Product info: arthrex scorpion multifire needle, ar-13995n, lot number 10304485. Additional information obtained 7/19/19: the part number and lot/serial number of the mating handpiece is not known. The needle was dry-fired/deployed once prior to use. The needle tip was discovered broken on approximately the 7th pass of the needle. The scorpion jaws were securely clamped on the tissue during the suture passing and the needle did not hit any bone or the inside of a cannula.